Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the safety test leak test during a repair. No patient involvement nor adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and could not duplicate the safety disk leak test failure during test in operational or diagnostic mode. However, the fse replaced the safety disk as a service goodwill and as a precaution. The iabp passed all functional and safety tests to factory specifications and was returned to clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the safety test leak test during a repair. No patient involvement nor adverse event was reported.